Event description:
A customer reported that during vitrectomy surgery, a system message was displayed, which caused a delay of 20 minutes. The surgery was completed with the same equipment and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the regulator attached on the nitrogen cylinder. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause has not been determined. (B)(4).